Manufacturer narrative:
Additional devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2012, the patient underwent emergent repair of an abdominal aortic aneurysm with two gore excluder aaa endoprosthesis trunk-ipsilateral leg components and two contralateral leg components. It was reported that one of the trunks was used to create a trifurcated endograft. It was reported that overlap between the devices was adequate, and the aneurysm was excluded at the end of the procedure. On (B)(6) 2012, a follow-up CT scan showed evidence of a type iii endoleak between a trunk and contralateral leg component (exact devices unknown). It was reported that the endoleak occurred due to the patient's tortuous anatomy and the aorta remodeling after the implant procedure. It was reported that the devices did not migrate, and it is unknown if aneurysm enlargement occurred. On (B)(6) 2013, an additional procedure occurred whereby an additional contralateral leg component was implanted bridging the disconnection. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.